Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay nbs device. The relay nbs device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038)."

Event description:
"The relay nbs was correctly advanced ((full distance to the very end -passing the black mark ) and deployed by dr. (B)(6) with assistance of dr. (B)(6). Dr. (B)(6) recognized a high friction in stage 1 during advancement and in step 2 during retracting the inner sheath - commenting that it was eventually because of the long device and large diameter. We than realized that after completely retracting the inner sheath with on single continuous movement there were distally still the last 2 springs in the inner and outer sheath. Since there was no way to further retract the grey deployment grip we decided to release the bare spring apexes and retracted the stainless steel rod. We than carefully retracted the outer sheath which led to some dislocation (appr. 10mm) of the whole stentgraft. With forwarding the inner sheath and retracting the outer once more we had been able to release the stentgraft and performed a final angiogram. The stentgraft was min 10mm beyond the intended landing zone (a. Subclavia) but for the moment the sealing was working. The doctors asked to have this device analysed and will have a close f-up with the patient in 1 month time. The delivery system will be sent in for inspection." Patient outcome: "at the moment no serious adverse events for the patient despite of a longer implantation procedure. Eventually an implantation of a second device prox. Is needed if the f-up is not satisfying."